Manufacturer narrative:
The suspect main printed circuit board assembly (pcba) was re-evaluated by the carefusion failure analysis laboratory. Upon powered in ventilating mode, the unit immediately failed with the ventilator inoperable alarm displays. Transducer calibrations were performed and the unit passed testing; however during the calibration of pt 800 and pt 801, it was noticed that when pressure was applied through solenoids 2 901 and s 904, the pressure would not stabilize. It was determined solenoids s 903 and s904 were the root cause of the reported issue.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect component for investigation. The suspect main printed circuit board assembly (pcba) was found out of calibration, duplicating the reported issue. After performing transducer calibrations, the issue was resolved, thus the root-cause was determined to be improper calibrations of the transducers. This issue will be internally investigated within carefusion.

Manufacturer narrative:
Carefusion file identification: (B)(4) any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the vela ventilator; vent inop (inoperable), motor fault, and xdcr (transducer) failure errors. The customer reported once powered on, the suspect device would auto-trigger, the expiratory valve vibrated, and the xdcr failure error occurred. The issue occurred during pre-use checks. There is no report of patient involvement associated with the event.